Event description:
During a laparoscopic cholecystectomy procedure the clips scissored. The surgeon used another device. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.